Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site was confirmed as supplier related. The returned sample was found to exhibit the same features as a known issue, and the root cause was determined to likely be within the scope of sqn-as-23-118. However, because a lot number was not provided, it could not be confirmed with certainty if the sample was manufactured prior to or after implementation. The returned product was a 20g x 0.75¿ powerloc safety infusion set. The y-site luer adaptor contained a longitudinal crack traversed from the orifice of the connector to the mold indicator. The crack in the y-site luer adaptor leaked when the sample was flushed. This event was likely related to a known supplier related issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, 4 different leaking huber needles. No other information was provided. This report addresses the first needle.

Event description:
It was reported, 4 different leaking huber needles. This report addresses the first needle.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.